Event description:
It was reported that during the implant procedure the physician tried several different positions but was unable to fix the atrial lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.